Event description:
It was reported that approximately one year after a coronary artery drug eluting stenting treatment procedure in-stent restenosis occurred. Additionally, two years after the initial procedure, the patient suffered a myocardial infarction (mi) due to thrombotic event within the stent. The lesion was located in the right coronary artery (rca). The patient's anatomy was described as moderately tortuous. During the initial procedure, the physician successfully implanted an unspecified taxus express2 drug eluting stent (des). There were no patient complications. Approximately one year later, in-stent restenosis occurred and a pro lectron bare metal stent (bms) was implanted to treat the restenosis. Next, aproximately two years after the initial stenting procedure, the patient suffered a mi due to a thrombotic event within the stent. The physician ballooned the area multiple times with an unspecified non-compliant balloon but had no success. The patient was referred for bypass surgery. Additional information regarding the initial procedure, the re-interventions and patient outcome has been requested but has not made available at the time of the report.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this particular complaint could not be performed as the batch number is unk. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.